Manufacturer narrative:
Two nurses experienced exposure symptoms (headaches) to rapicide glutaraldehyde. It was reported that the nurses did not receive medical attention and the headaches subsided. One of the nurses was pregnant. Medivators environmental health and safety manager reached out to this facility to discuss their concerns. It was reported that the exposure was caused by changing out the filters in their dsd-201 automated endoscope reprocessor. The filters were left in the sink to allow remaining fluid to drain. They were not rinsed and the residual rapicide created fumes. Medivators provided literature on exposure while pregnant. No additional patient illness or injury reported. This complaint will continue to be monitored through medivators complaint handling procedure.

Event description:
The case states that two (2) nurses experienced chemical exposure symptoms from rapicide glutaraldehyde high level disinfectant. The exposure symptoms included headaches.